Event description:
It was reported that during the implant procedure, the pacing lead exhibited high threshold and impedance measurements. The lead was attempted and not used. No patient complications have been reported as a result of this event.